Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Manufacturer's investigative unit found the up arrow is non functional. No adverse event alleged. Device will be forwarded to complete further evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.